Event description:
A malfunction was reported, identified by a specific code, and resettable. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support assisted the caller in resetting the pump, and the malfunction did not recur after resetting.